Event description:
Additional information received that as of (B)(6) 2013, that the patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Event description:
It was reported that there was a slight advancement of the lead. No interventions were planned or taken. No patient outcome was provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3889-28, lot#: v344591, implanted: (B)(6) 2009, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).